Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that during a new system implant, this right ventricular (rv) lead exhibited high pacing impedances, measuring at 1400 ohms and varying thresholds when it was placed in the rv apex position. The lead was repositioned and the tip was curved up into the septal position which provided satisfactory sensing and normal impedances and threshold measurements. Additionally, an hour after the procedure was completed, the physician indicated that the patient experienced a pericardial tamponade and became unconsciousness and required resuscitation. A pericardial drain was performed and drained approximately one liter of blood. The patient was hospitalized in the intensive care unit and was intubated. Additional information was received that the patient suffered hypoxic brain injury with recurrent seizures. The decision was made to palliate the patient and turn off the device. The patient passed away on (B)(6) 2021. No products were explanted post-mortem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a new system implant, this right ventricular (rv) lead exhibited high pacing impedances, measuring at 1400 ohms and varying thresholds when it was placed in the rv apex position. The lead was repositioned and the tip was curved up into the septal position which provided satisfactory sensing and normal impedances and threshold measurements. Additionally, an hour after the procedure was completed, the physician indicated that the patient experienced a pericardial tamponade and became unconsciousness and required resuscitation. A pericardial drain was performed and drained approximately one liter of blood. The patient was hospitalized in the intensive care unit and was intubated. Additional information was received that the patient suffered hypoxic brain injury with recurrent seizures. The decision was made to palliate the patient and turn off the device.